Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, keyboard was not working. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard was not working. A field service engineer (fse) restarted the station and booted it down to the desktop. The fse then went into the device manager to ensure that the universal serial bus (usb) devices were not set to sleep and made sure all checkboxes were unchecked. The keyboard was tested in hardware test application (hta), and the station was restarted. All tests passed, and no further issues were found. The customer also tested the keyboard, and all tests passed with no further issues. The system functioned as intended after the field service engineer repaired the device.